Event description:
An enteral feeding tube was inserted down patient's right nares. The patient developed a large right tension pneumothorax and required a chest tube and transfer to a higher level of care.